Event description:
The surgeon implanted a aa4204vf plate silicone lens. The rn stated that the lens was removed due to a capsular tear. The incision was enlarged to remove the lens. The pt's pre-op best corrected visual acuity was 20/70 and post-op best corrected visual acuity is 20/25. Injector model and lot number was not specified by the facility. The cartridge model aq cartridge fp, lot number was not specified by the faciltiy.